Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked during use. The following information was provided by the initial reporter: "primary IV tubing set ech# 003524, tubing IV gemini/alaris infusion set #2426-0500 was leaking and needed to be replaced by rn."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 17-mar-2023. H.6. Investigation summary: the customer reported leaking, and returned one used sample. The sample was primed and when pressurized with a syringe the smart site closest to the male luer was found to leak. Under the microscope, a small cut in the top of the smart site was seen. The leak appeared to be a pin-hole size, very small. The root cause is unknown, the condition has not been repeated internally and the condition has not presented itself elsewhere. Device history record review for model 2426-0500 lot number 22123009 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked during use. The following information was provided by the initial reporter: "primary IV tubing set ech# 003524, tubing IV gemini/alaris infusion set #2426-0500 was leaking and needed to be replaced by rn."